Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing for the patients ventricular tachycardia (vt). Additionally, shocks were delivered but the patient's vt persisted. Eventually a shock was delivered and the patients vt converted. Technical services (ts) was consulted and discussed available therapy and programming options. This s-ICD was planned to be removed and a transvenous system implanted instead, but no procedure has been scheduled at this time. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing for the patient's ventricular tachycardia (vt). Additionally, shocks were delivered but the patient's vt persisted. Eventually a shock was delivered and the patients vt converted. Technical services (ts) was consulted and discussed available therapy and programming options. This s-ICD was planned to be removed and a transvenous system implanted instead, but no procedure has been scheduled at this time. This s-ICD remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited undersensing for the patients ventricular tachycardia (vt). Additionally, shocks were delivered but the patient's vt persisted. Eventually a shock was delivered and the patients vt converted. Technical services (ts) was consulted and discussed available therapy and programming options. This s-ICD was planned to be removed and a transvenous system implanted instead, but no procedure has been scheduled at this time. This s-ICD remains in service. No adverse patient effects were reported. At a later date, this device was explanted. A new device was implanted. No additional adverse patient effects were reported.